Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 68 (trace pointers are invalid), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 75 (power supply test failed during self-test). Troubleshooting was performed and the alarm was cleared successfully. The pump was able to complete the rewind. However, the pump did not pass the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged error 49 several times, error 68 and 3 times error 75 during self test pump error alarms found on (B)(6) 2023. The pump passed the displacement test, sleep current test, active current test and self test. Test p-cap locks properly into the reservoir compartment. Pump was sent to download the history files and traces using thus and was successful. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool recorded pump error 68, pump error 49, and pump error 75. Pump error 68 was triggered three times on (B)(6) 2023 starting at 16:09:33 through 19:24:40 due to an hardware issue. Pump error 49 was triggered seven times on (B)(6) 2023 starting at 16:09:10 through 19:26:06 due to an hardware issue. Pump error 75 was triggered twice on (B)(6) 2023 at 19:20:16 and 19:24:00. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range until the end of the graph. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) had a huge voltage drop due to moisture damage on the j6 and j7 connectors on the pcba 1. The pump was cut open for visual inspection and found moisture on pcba 1, pcba 2 and the force sensor. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, label damage (stained) and cracked case (battery tube). In conclusion, pump error 75, pump error 68 and pump error 49 were confirmed on history files and traces due to moisture damage on the j6 and j7 connector on the pcba 1. Pump was exposed to moisture on pcba 1, pcba 2 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.